Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed returned instrument test evaluation (rite) for ground bond testing. The measurement was 0.127 ohm, and the specification is 0.001 - 0.100 ohm. This event is a rite test failure; no patient was involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.168 ohm to 0.002 ohm when the pem/ground stud wire was agitated. Assignable cause for the rite failure of ground bond failure was determined to be caused by a poorly seated pem/ground stud wire. Scrap pem/ground stud wire. Device was sent to servicing.